Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door malfunctioned. A field service engineer replaced the door's latch, harness, and micro switches to address the problem. The device functioned as intended after the field service engineer resolved the issue. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system, the doors of tower 2 and tower 7 continued to experience malfunctions. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.